Event description:
Customer reported the insulin pump alarmed button error. No troubleshoot performed as the call dropped. Customer was in costa rica and staying for 5 months. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.